Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).